Event description:
Medtronic received information that a ped2 pipeline stent had resistance in the catheter. The doctor found it extremely difficult to deliver the stent into the plastic microcatheter, and the plastic microcatheter was unable to retract the stent, resulting in both the stent and the plastic microcatheter being unusable. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the ophthalmic artery. The max diameter was 4mm and the neck diameter was 5mm. The distal landing zone was 8mm and the proximal landing zone was 10mm. Vessel tortuosity was normal. Dual antiplatelet treatment was administered. Angiographic result post procedure was good. No patient symptoms or complications were reported. Ancillary devices: medtronic guidewire the resistance was in the distal end of the catheter. It was observed that the device looked "rough".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the pushwire looked "rough".